Manufacturer narrative:
(B)(4). The progesterone medication taken by the patient was taken as scheduled on the day of the event.

Event description:
The customer reported that the results for four patient samples tested for estradiol did not match the clinical picture of the patients. The four samples were sent to another laboratory where they were repeated. Of the four samples, one was found to have an erroneous result. The sample initially resulted as 18.63 pg/ml and this value was reported outside of the laboratory. The sample was sent to another laboratory where it was repeated, resulting as 40.2 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The estradiol reagent lot number and expiration date were asked for, but not provided. The field application specialist visited the site and found that the customer was using 12mm tubes when running samples on the analyzer. He ran precision studies by running a pool in the 12mm tubes, in cups, in cups with reduced volume, and in tubes with varying amounts in the tubes. It was determined that the results of the precision studies were within guidelines.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There is no general reagent issue evident.

Manufacturer narrative:
The customer noted that they have not had any further issues since they had switched to running samples in cups. The customer confirmed that the sample was initially run in a tube placed on the analyzer. Repeat testing was performed in a cup using the reduced volume option in the analyzer software. The customer contacted the tube manufacturer website and determined that the tubes they were using were 12mm tubes.